Event description:
The user facility reported a 56-year old male with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The patient experienced access site bleeding and a hematoma while on impella cp support. The patient was administered one unit of packed red blood cells. The doctor placed a mattress suture and confirmed the groin was stable. The patient eventually expired. There is not have enough information to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not returned, and the investigation has been completed. The root cause of the access site bleeding was most likely due to use issue since hemostasis was achieved by adding an additional mattress suture. It was also noted that activated clotting time at the time of bleed in the intensive care unit was 200, which was above the range limit. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿